Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-may-2019 with the following findings: during investigation, the pump was powered up to a blank display with moisture in it. A leak was found in a crack in the pump case. The pump was opened, and moisture damage was found on the printed circuit board, and display flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.